Manufacturer narrative:
G4: 24jul2020. B4: 27jul2020. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The device was troubleshooted by the customer with assistance from a philips remote service engineer (rse). The customer was advised to cycle the power to reset the pressure sensor. The technician recommended that the customer to run performance verification testing (pvt). The customer re-ran the performance verification testing (pvt) has requested and was unable reproduce the reported alarm. The unit was returned to service with no replacement parts required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jun2020.

Event description:
It was reported that the unit declared a proximal pressure sensor range error. The device was in use at the time of the event; however, there was no patient harm reported. The manufacturer's remote service technician performed troubleshooting with the customer. The customer was advised to cycle the power to reset the pressure sensor. The customer reported being unable to reproduce the reported alarm. The technician recommended that the customer to run performance verification testing (pvt) and if the issue does not resolve to replace the data acquisition (da) board.